Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 3/cart 42/box, lot #73j1600708 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The doctor found the hinge of the clip was broken when he was preparing to ligate with the clip during a child's appendectomy; the device was changed for another one to complete the surgery. The patient is in good condition.

Manufacturer narrative:
(B)(4). The customer returned one clip from unit 544243 hemolok l clips 3/cart 42/box for investigation. The clip was returned without its original packaging. The clip was returned without its original packaging. The customer also returned an empty cartridge. The clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip is broken. The damage on the inner hinge is damage that can be caused by hyperextending the clip. No other defects or anomalies were observed. Reference (B)(4) for investigation photos. A lab inventory clip applier was used to attempt to close the returned clip. The clip was manually loaded onto the appliers. The clip was able to properly load onto the lab inventory appliers and close with no difficulty. The broken hinge did not prevent the returned clip from closing properly. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each other remarks: complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clip broken" was confirmed based upon the sample received. Microscopic examination revealed that the clip was broken at the inner hinge. The damage on the inner hinge is damage that can be caused by hyperextending the clip. Although the clip was able to properly close during functional testing, the broken hinge could have an impact on the effectiveness of the clip. It is unknown how the clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
The doctor found the hinge of the clip was broken when he was preparing to ligate with the clip during a child's appendectomy; the device was changed for another one to complete the surgery. The patient is in good condition.